Event description:
Same case as manufacturer's#: 6000089-2004-00748. Ten days after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004 the pt presented to the cath lab with an acute mi. Reopro, heparin bolus, IV nitroglycerin was given in the emergency room. The lesion was located in a totally occluded and severely tortuous proximal left anterior descending artery (lad). The lesion was pre-dilated with a 2.5 x 9 mm maverick balloon several times. After pre-dilation of the proximal lad, one taxus express2 8.8% 3.0 x 16 mm stent and one taxus express2 8.8% 3.0 x 8 mm stent was placed in tandem. It was suggested that due to the severely tortuous vessel that the stents may have been underdeployed. In addition, after the taxus stents implantation the physician was unsure if additional treatment was necessary distally from the taxus stents. Pt left the cath lab on iabp but was hemodynamically stable. Ten days later, the pt returned to the cath lab with a thrombosis in the taxus stents. The thrombosis and taxus stents was post dilated and a 2.25 mm pixel stent was placed distal to the taxus stents in the remaining untreated lesion. It is noted that the treating physician stated that the taxus stents appeared to be under deployed. No additional intervention was noted. Pt status is reported as "satisfactory/good."